Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred when customer was just going to bolus for food he ate. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 300 mg/dl.